Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient was having ¿trouble about the device¿ and had it removed. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was never any problem with the ins and the patient was trying to find a doctor to have their pacemaker checked. No further complications are anticipated.